Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an alert for noise reversion on their right ventricular lead. Upon evaluation of electrograms, it was noted that lead noise led to pacing inhibition and causing the patient's device to go into doo pacing mode. Noise could be reproduced during isometric testing, although the pacing inhibition could not. Programming changes were made and the patient would continue to be monitored. The patient reported feeling dizziness, which the physician attributed to postural hypotension. The patient's condition was stable.